Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery gets too hot when recharging and she feels like she is being cooked from the inside out. The patient mentioned her legs felt different since implant. No factors were known to have contributed to the issue. The rep interrogated the battery and no faults were found. The reps suggested the patient turn her stimulator off for a few days to see if the leg issues resolved. The patient was also told to stop recharging if the battery was getting too hot whilst charging. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the battery heating was not determined. The patient had been educated that they should stop recharging if it gets too hot and it was unknown if the issue was resolved.